Event description:
It was reported that post an unspecified procedure, foreign material was discovered. In 2008, the pt was admitted for stenting of the right and left biliary. A stent was initially placed in the right biliary and a cannulation was performed. The physician went on to place a stent in the left biliary. It was noted that there appeared to be some "black material" above the 7x15cm rx stent that had been placed in the left biliary. The physician thought that the "black material" could be a bend in the stent. No complications occurred during the procedure. Three months later, the pt returned to have the stents replaced and it was noted that "there was something like a marker from the device" in the biliary where the pt had severe stenosis. It was suspected that the markerband "got stuck" on the stent that had been placed in the left biliary. Instead of replacing the stents as intended, the physician removed the previously implanted stents and then placed an endoscopic biliary drainage tube. The physician opted to leave the marker due to the pt's condition, however, the physician felt that the foreign material would not pass via peristalsis due to the severe stenosis of the lesion where the foreign material remained. It was noted that the pt's poor condition was not related to this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical prod trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.